Event description:
It was reported that during the procedure in the left anterior descending artery, the otw xience v stent system became stuck on the whisper guide while loading the stent system on the guide wire outside of the anatomy. The devices were removed as a single unit. There was no adverse patient effect and no significant clinical delay in the procedure. Though requested, no additional information has been provided.

Manufacturer narrative:
(B)(4). The xience v 2.5 x 15 stent is being filed under a separate medwatch MFR number. Evaluation summary: analysis of the returned product noted no blood or contrast visible which is consistent with the guide wire not being used in the patient as reported. Analysis also noted multiple bends in the core distal to the proximal end of the guide wire which is consistent with interaction with the lesion anatomy and/or other device as no damage was reported during inspection prior to use. The guide wire was returned inserted in the guide wire lumen of the stent delivery system. The stent delivery system was returned with no blood visible and contrast on the shaft. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. The shaft was bunched distal to the strain relief tubing, for a length of 2.2 cm. Factors that may contribute to the inability to advance/retract the sds over the guide wire and cause resistance between the devices may include, but are not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. To ensure that this does not occur as a result of a product quality deficiency, manufacturing performs 100% visual inspection of the guide wire tips after it is loaded into the dispenser and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. The distal tip outer diameter of the guide wire was measured and met manufacturing criteria. The maximum outer diameter of the guide wire was measured with a laser micrometer and met manufacturing criteria. A full length mandrel was used in attempt to past through the entire length of the guide wire lumen, but the full length mandrel would not advance past the bunching in the shaft. The returned guide wire was used in attempt to perform the guide wire movement test, but the guide wire would not advance past the bunching in the shaft, confirming the reported difficulties. In this case, it is possible the shaft was inadvertently handled during advancement of the guide wire, resulting in resistance. If force was applied in the attempt to further advance the guide wire as resistance was encountered, this would have contributed to further bunching of the shaft; however the initial cause of the resistance could not be determined. The lot history record was reviewed and there are no non-conforming material records associated with this lot. Additionally, a query of the complaint-handling database was performed and there were no other incidents reported for this lot. Overall, a conclusive cause for the reported difficulties could not be determined and there is no indication of a product quality deficiency.